Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign objects could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Moreover, the most probable cause of corroded light guide lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device, foreign object was found in air-water cylinder and tube and corrosion on light guide lens. There was no patient involvement.